Event description:
It was reported that during primary right knee surgery, when doctor was inserting apex pins into distal femur 2 pin tips broke off in the patient's femur and were left in the femur. Surgery was complete successfully without any delay or adverse consequence to patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that self drilling half pin apex had a breakage during surgery could be confirmed. The root cause of this breakage has been identified as a r&d/design issue. R&d maintenance took over this failure mode within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behavior shall be investigated". Tolerance field of the tip is to be reduced. (B)(4) has been opened and will address this failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary right knee surgery, when doctor was inserting apex pins into distal femur 2 pin tips broke off in the patients femur and were left in the femur. Surgery was complete successfully without any delay or adverse consequence to patient.